Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.product event summary:the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The weekly battery voltage trend data shows minimum battery of 2.9 volts to 2.64 volts between (B)(6) 2012 before the device reached recommended replacement time of less than or equal to 2.62 volt. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD)  had unexpected longevity and reached elective replacement indicator (eri) after only four years of use. It was also noted tha the device did not indicate that it was at eri. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary - the device was returned and analyzed. The device met 92% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.